Event description:
It was reported that in late 2007, pt had one of your plates pur into her leg because she broke her leg. Patient was in a nursing home to care for her while she was non-weight bearing, and had therapy until she could walk with a walker, then returned to her home, where she continued to walk with a walker. In 2008, she heard a pop and was in pain. X-rays were taken at the hospital which revealed that the plate had broken. Her bone did not re-break; however, she had to have surgery to replace the broken plate. The additional surgery had an adverse affect on her health.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a.